Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) and was explanted after 46.2 months of service. A similar model device was implanted without reported complication. The explanted device was returned to guidant with no allegation regarding the performance of the product. Engineering calculations from guidant's reliability assurance laboratory on may 24, 2006 determined that this device did not meet the expected longevity, given the therapy parameters stored within the memory. Detailed analysis is currently underway to determine root cause for the possible premature battery depletion condition.